Event description:
It was reported that during the implant procedure, the physician discovered the setscrew on the right ventricular port was missing. A different pacemaker was used to complete the procedure successfully. The patient was in stable condition.

Manufacturer narrative:
The reported event of component missing could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Visual inspection indicated device was returned with damaged septum and a different setscrew than the device was manufactured with, this is consistent with setscrew being exchanged in the field. Performed DHR review to ensure that each manufacturing and inspection operation was performed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. DHR records show correct setscrew part number was inserted prior to distribution.